Event description:
It was reported that t2 did not fire after several attempts. A backup device was available to complete the procedure with no significant delay or patient injuries.

Manufacturer narrative:
Due to no product return the complaint could not be ultimately confirmed. Definitive conclusions, accurate investigation and evaluation are not possible without product to evaluate. No further actions pursued at this time. If objective evidence, relevant information, package or product becomes available to assist with evaluation, the complaint will certainly be revisited.